Event description:
It was reported that there were episodes of noise resulting in over-sensing and inappropriate automatic mode switch (ams) observed on the right atrial (ra) lead. Ra lead damage was alleged but was unable to be confirmed. No intervention has been performed at this time. The patient was stable.